Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had a crack on the reservoir compartment. The customer¿s blood glucose level was unknown at the time of the incident. Customer mentions it was unknown how the cracked occurred. The reservoir was unable to lock. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump has been returned for analysis.

Manufacturer narrative:
Pump was received with broken reservoir tube lip.